Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital for a potential heart transplant. Due to a pre-mature inr reversal and unsuitable heart donor, the heart transplant was cancelled. The patient was kept in-house for evaluation of a driveline infection. Cultures taken were negative. IV antibiotics were given to the patient. Due to the infection, the patient was upgraded to status 1a on the heart transplant list and on (B)(6) 2017 the patient received a heart transplant. No further information was provided.

Manufacturer narrative:
Device evaluation: a direct correlation between the device and the reported infection could not conclusively be determined through this evaluation. The was returned assembled with the driveline cut approximately 3 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit was returned severed at the middle of the flex section, and the distal portion was returned attached to the pump inlet port. The sealed outflow graft and outflow graft bend relief were returned attached to the pump outlet port. The pump appeared to have been exposed to fixative agent prior to being returned. Upon disassembly of the returned pump, examination of pump blood-contacting surfaces revealed no deposition or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope, revealed no abnormalities. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.